Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is not returning as it is retained at the account. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported a proglide device was used in the common femoral artery via a 6f sheath after an interventional left heart cath procedure. No femoral angiogram was taken. Reportedly, when the device was backloaded on the guidewire the sutures were noted to be out from the device. As a result it was not deployed and a new proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.